Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The date of event and date of report provided with the initial report were incorrect. The correct dates have been provided with this report.

Event description:
The customer reported via phone call that there were differences between sensor glucose and blood glucose readings. Customer was doing a set change and had a no delivery alarm due to the tubing being kinked. Customer stated that sometimes when he is sleeping, he will have inaccurate low sensor readings which trigger the threshold suspend when he is not actually low. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer stated that he will check and his blood glucose will be 260 mg/dl while the sensor is reading 40 mg/dl. Customer stated that he does upload to carelink personal. Customer stated that he does not wish to troubleshoot at this time.